Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was approximately 300 mg/dl. Customer was not using pump for insulin therapy at the time of the report. Customer loaded the cartridge with insulin and no occlusion alarm occurred when tested. Customer reverted to using manual injections for insulin therapy.